Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address infection. Update 12/08/2014: pfs and medical records received. A correct doi was provided. This complaint is now legal. There are no specific allegations for this revision. After review of the medical records for MDR reportability, the revision operative note indicated inflammation, subluxation, and no infection as previously stated. Only the liner was changed to a competitor constrained liner. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 01/6/2015. Update ad 30 jul 2019: (B)(4) has been re-opened under (B)(4) due to ppf and implant record. Ppf alleges fracture, dislocation with open reduction and elevated metal ions. Doi: (B)(6) 2013. Dor: (B)(6) 2014, (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.